Event description:
Event description guidant received information that one of these implantable leads may have fractured. No symptoms were reported. The physician elected to remove these leads from service, and implanted competitor's leads in there place. These leads have been in service for approximately 12 years.